Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient presented to the emergency room after experiencing a syncopal episode. Interrogation revealed the patient experienced the syncopal signal when the patient experienced an atrial fibrillation with rapid ventricular response episode. The patient is non dependent. The lead was fractured, pacing lead impedance was measured at upper out of range, and loss of capture was observed. The patient will be monitored.